Manufacturer narrative:
A partial lead was returned for analysis in 3 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented for a procedure. During the procedure, it was discovered that the right ventricular (rv) lead was bent and was exhibiting inadequate capture. The rv lead was capped and replaced on (B)(6) 2021. There were no patient consequences.